Event description:
This spontaneous case was reported by a regulatory authority and describes the occurrence of dysmenorrhoea ('menstrual periods painful') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("having really heavy menstrual periods and last as long as 10 days"), musculoskeletal discomfort ("messed up my back"), depression ("depression"), abdominal distension ("bloating"), rash ("rashes") and alopecia ("hair loss"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the dysmenorrhoea, menorrhagia, musculoskeletal discomfort, depression, abdominal distension, rash and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia, depression, dysmenorrhoea, menorrhagia, musculoskeletal discomfort and rash to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received- case upgraded form non-serious incident to serious incident. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 22-aug-2015. The most recent information was received on 25-may-2020. This spontaneous case was reported by a regulatory authority and describes the occurrence of dysmenorrhoea ('menstrual periods painful') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("having really heavy menstrual periods and last as long as 10 days"), rash ("rashes"), abdominal distension ("bloating"), musculoskeletal discomfort ("messed up my back"), depression ("depression") and alopecia ("hair loss"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the dysmenorrhoea, menorrhagia, rash, abdominal distension, musculoskeletal discomfort, depression and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia, depression, dysmenorrhoea, menorrhagia, musculoskeletal discomfort and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 25-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.